Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing due to post paced t wave oversensing. Programming changes were recommended but it was unknown if they were made. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.